Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 3.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.